Event description:
During service, testing, the baxter repair technician reported an infusion pump with a depleted main battery. The hospital representative stated that there have been no reports of any patient incident involving this pupmp since the last baxter service event. Although baxter attempted to obtain information, patient available regarding additional contact information, patient demographics, medication involved, or pump programming.